Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where both the leads were explanted and replaced, and effective therapy was restored.

Event description:
It was reported both of patient's lead had migrated and one lead was also exhibiting high impedances. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.